Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A power failure occurred during a routine hemodialysis treatment, which caused loss of power to the dialysis equipment. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback of the pt's blood in a timely manner, as instructed in the user's guide when a power failure occurs. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and provided the pt and operator with additional training, regarding power failure recovery and rinseback procedures. Nxstage medical considers this report closed. No additional info will be provided.